Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the drip chamber of a flow regulator set was loose and disconnected from the spike which lead to a fluid leak. This occurred after ten minutes of patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: the nurse immediately replaced the device and restarted the infusion without issue. H11: the actual device was not available; however, two retained samples were provided for evaluation. Visual inspection of two retention samples did not identify any abnormalities that could have contributed to the reported condition. Functional push-pull simulation was performed and no disconnections were noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.